Manufacturer narrative:
Device manufacture date: may 17, 2008; may 27, 2008; jun 24, 2008. (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trial implant on the thread on establishing broken; sample implant had to remain in the patient. Update 20 april 2016 - during insertion the trial implant, the threaded tip of the instrument broke off. Trial implant has been left at the patient.

Manufacturer narrative:
(B)(4). Device was not returned to the complaints handling unit (chu) for evaluation. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. No device or photos of the devex cage inserter or the cage trail were provided; therefore the condition of the components is unknown. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. As there has been no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was not returned for evaluation.